Manufacturer narrative:
On 02/19/2016 a medtronic representative performed a navigation system check-out. Software test failed. Reported issue could not be replicated. System performed as intended. On 02/19/2016 a medtronic representative performed a planned maintenance (pm) navigation system check-out, all areas passed. System performed as intended.on 03/02/2016 software engineer analysis finds the patient logs do not contain anything that specifically indicate why the navigation system became unresponsive. Software investigation was completed. This issue was documented in a medtronic software anomaly tracking database.

Event description:
A medtronic ent representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged their navigation system became unresponsive during navigation. The surgeon re-booted the navigation system and normal function was restored. No further details were provided. Procedure resumed without further issues. Delay in therapy was reported as minimal - less than one hour. The surgeon completed the procedure with the use of the navigation system. There was no patient present when this issue was identified.